Event description:
It was reported that during a coronary stent procedure, the physician was unable to cross lesion and retracted the stent/delivery device back into the guide catheter. The guide catheter was kinked and the stent came off in the guide. The entire system was removed without incident. No pt injuries or complications occurred.